Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) caught on the hemostasis valve of the sheath and could not be inserted. The device was removed, a new device was opened and used, hemostasis was achieved without issues, and the case was completed. There was no reported patient injury. The procedure was performed via an antegrade approach from the right groin for a below-the-knee stenosis case. After treatment, a non-cordis 5f guiding sheath was exchanged for a non-cordis 5f × 10 cm short sheath. Priming was performed according to the procedure. The cause of the shaft catching on the sheath valve and not being insertable was unknown. The mynx vascular closure device (vcd) was used during a percutaneous transluminal angioplasty (pta) procedure performed via an antegrade approach. The deployer was trained on the mynx device. Femoral artery suitability was verified on angiography, including confirmation of an appropriate sheath insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was reported, and there was no reported presence of peripheral vascular disease (pvd) or calcium at the puncture site. The sheath was not kinked or bent upon removal. A non-sterile 5f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the condition of the sealant sleeves, which prevented an accurate measurement. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A functional analysis was performed using a 5f cordis lab sample csi, to which the mynx unit was inserted into and withdrawn from. During this evaluation, no friction or resistance was observed. Additionally, a simulated deployment test was conducted to assess functionality. The unit operated as intended, with successful sealant deployment and proper balloon retraction. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. No anomalies were observed during this evaluation. The reported event of ¿mynx control system-impeded¿ was not observed through analysis of the returned device since the device passed functional analysis during the insertion/withdrawal test with the lab sample sheath despite the frayed/split/torn sealant sleeves. However, an additional condition of ¿mynx control system-deployment difficulty-premature¿ was noted due to the partially exposed sealant from damaged sealant sleeves. The exact cause of the issues experienced by the customer and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the impedance experienced by the customer, or the exposed sealant / damaged sealant sleeves noted during visual analysis. However, access site vessel characteristics (moderate vessel tortuosity was reported) and/or concomitant device factors (such as a kinked/bent sheath, which was not returned for analysis) are likely since the device was able to be inserted into a lab sample sheath with no issues noted during the functional analysis. Additionally, procedural/handling factors during the insertion attempt likely contributed to the damaged sealant sleeves and the subsequent sealant exposure. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the reported failure and noted conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) caught on the hemostasis valve of the sheath and could not be inserted. The device was removed, a new device was opened and used, hemostasis was achieved without issues, and the case was completed. There was no reported patient injury. The procedure was performed via an antegrade approach from the right groin for a below-the-knee stenosis case. After treatment, a non-cordis 5f guiding sheath was exchanged for a non-cordis 5f × 10 cm short sheath. Priming was performed according to the procedure. The cause of the shaft catching on the sheath valve and not being insertable was unknown. The mynx vascular closure device (vcd) was used during a percutaneous transluminal angioplasty (pta) procedure performed via an antegrade approach. The deployer was trained on the mynx device. Femoral artery suitability was verified on angiography, including confirmation of an appropriate sheath insertion angle, and the vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was reported, and there was no reported presence of peripheral vascular disease or calcium at the puncture site. The sheath was not kinked or bent upon removal. The device will be returned for evaluation. Addendum: the sealant was found partially exposed from the sealant sleeves on product evaluation.